Event description:
The patient had an ifuse procedure done at an earlier date and presented with new leg pain complaints. On (B)(6) 2014, a new surgeon performed a revision procedure where he removed one of the previous implants and added two implants for additional fixation of the si joint. The patient had no new pain complaints following the procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is late recurrence of symptoms. The two ifuse implants from the initial surgery were one 7.0 mm diameter and one 4.0 mm diameter. The part numbers are unknown.